Manufacturer narrative:
Device evaluation revealed: promus premier ous mr 28 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The first proximal stent strut row was slightly flared, proximal stent row 10 was also damaged with stent struts lifted and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. A the target lesion was located in the left anterior descending artery. The physician used a 3x8 promus premier drug eluting stent however, it did not cross the lesion. He tried another a smaller size of 28 x 3.00 promus premier drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.